Event description:
I had an essure procedure performed on (B)(6) 2013. According to the doctor, the case was routine. I had some mild cramping for several days but he did inform me that this was an expected reaction. I had the follow-up hsg test performed on (B)(6) 2014. The radiologist report states that the essure coils were in the proper places and that there was total tubal occlusion. I did not experience any discomfort, but I did notice that my cycles began to fluctuate a little bit. I would cycle between 21 and 29 days and the duration was about 5 days. Typically, the first 3 days would consist of heavy bright red bloodflow and the last 2 or 3 days would be very sticky brown clots. Twenty months after the essure coils were placed, on (B)(6) 2015 I began my cycle and it was consistent with this pattern, except that the brown blood flow was heavier than normal. On (B)(6) 2015 I decided to check myself digitally. I inserted a finger into my vagina to scoop out the brown clots. I did this about 3 times and then my finger caught on something. I swept my finger around my vagina again and was able to touch the metal object I felt and realized it was protruding from my cervix. I was able to insert a second finger and pinched the object and pulled it from my cervix. Immediately I knew it was the coil, but it was missing the inner insert. I swept my fingers around my vagina again and was able to locate the insert. With much difficulty, I was able to pinch it and pull it from my cervix. I called my gynecologist the next morning and he was flabbergasted. I made an appointment for a repeat hsg and that was performed on (B)(6) 2015. My gynecologist performed the procedure with the radiologist there to read the images. They concluded that the coil had come from my right fallopian tube, but it was completely occluded. The left coil remains in place. I asked my gynecologist to send the expelled coil and insert to pathology for documentation purposes.